Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that third-party debris may have contributed to the tibial plateau collapse; however, a conclusive root cause could not be determined.

Event description:
It was reported that patient underwent a right and left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent revision to right knee on (B)(6) 2015 due to collapsed tibial plateau. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "fatigue fracture of components can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was reported that patient underwent a right and left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent revision to right knee on (B)(6) 2015 due to collapsed tibial implant. No further information has been provided.